Event description:
The patient presented to their healthcare provider (hcp) with skin irritation and signs of a secondary infection. The patient experienced dry skin and redness at the application site. The patient reported having recently undergone an unrelated surgical procedure and was unaware that the zio at had been placed near the surgical area until it was removed. Following examination, the hcp diagnosed an infection. The patient was subsequently treated with intravenous antibiotics.

Manufacturer narrative:
A review of the complaint revealed that the patient was prescribed the zio at for a 14-day wear period. The patient has a history of reactions to medical adhesives and sensitive skin. It remains unclear whether the reported infection is attributable to the zio at device or to the recent surgical procedure. While the exact cause of the reported event cannot be determined; the patient¿s preexisting allergy cannot be ruled out as a contributory factor. Skin irritation and allergic reaction is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.